Manufacturer narrative:
On (B) (6) 2009: the patient was discharged from the hospital. Physician¿s comment: the possible cause of the thrombotic event was the effect of the stent fracture, diffused lesion, under-sized stent, overlapping implantation and isr lesion. The possible cause of the stent fracture was isr lesion, overlapping implantation and diffused lesion. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that after further review and clarification the event should be reported as a serious injury, as it involves a similar product, and the patient had an injury as a result of the malfunction. This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Event description:
Vlt/ stent fracture. The target lesion was the mid lad (aha7). The lesion was an isr of bms (multi link-zeta, 2.75/28mm) and concentric lesion. Aha/acc classification of the vessel was type c. The vessel length was more than 30mm and the vessel diameter was approximately 3.0mm. On (B) (6) 2006: treatment for aha7 was conducted. It was an elective case. Pre-dilation was not conducted. 1st cypher (2.5/18mm) was implanted at 16atm for 40sec inside the distal portion of the previously implanted bms at aha7, sticking out from the distal edge of the bms. Then 2nd cypher (2.5/23mm) was implanted at 16atm for 45sec inside the proximal portion of the implanted bms, sticking out from the proximal edge of the bms and overlapping the 1st cypher. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. In 8 month after the cyphers¿ implant: follow up cag was conducted, and there was no problem observed at the cyphers. On (B) (6) 2009: the patient complained of chest pain and was brought to the hospital as an emergency. Cag was conducted and then concentric stent fracture was observed at the 2nd cypher, overlapping portion around the proximal edge of the bms (multi link-zeta), and thrombus was observed inside the fracture portion of the 2nd cypher at aha7. To treat the thrombus, aspiration and poba were conducted.

Event description:
The versacell system dropped 3 tubes placing tubes into drawer. Serum was spilled and contaminated other tubes. The customer was advised that alternative tubes should be used for testing, since cross-contamination occurred, and the potential for erroneous results exists. There was no pt intervention or injury to the operator.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that a patient experienced stent fracture and a very late thrombotic event after having coronary artery stents implanted. The patient's medical history is significant for angina, hypertension, abnormality of lipid metabolism, past history of pci, chronic kidney disease and arteriosclerosis obliterans. The target lesion was the mid left anterior descending artery (lad). The lesion was described as an in-stent restenosis, greater than 30mm long and a vessel diameter of 3.0mm. The lesion was direct stented with 2.5mm x 18mm cypher stent at 16 atms in the distal section of the previously implanted bare metal stent. A second cypher (2.5mm/23mm) was then implanted inside the proximal portion of the bare metal stent, overlapping the first stent at 16 atms. The stents were not post-dilated and the reported residual stenosis was 0%. Approximately three and a half years later chest pain inspired angiography revealed a concentric stent fracture in the second cypher stent where it overlapped with the proximal part of the bare metal stent. Thrombus was also observed in the fractured portion of the stent. The event was treated with aspiration and balloon angioplasty. The patient was on aspirin ticlopidine, which was switched to cilostazol about one month prior to the event. Physician's comment: the possible cause of the thrombotic event was the effect of the stent fracture, diffused lesion, under-sized stent, overlapping implantation and isr lesion. The possible cause of the stent fracture was isr lesion, overlapping implantation and diffused lesion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent fracture and thrombosis are known potential adverse events associated with implanting coronary artery stents. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Stent fracture has been recognized as a potential mechanism of thrombosis and restenosis and may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Review of the information available suggests that there are vessel characteristics that may have contributed to the reported event.